Event description:
End user's wife reported that her husband was driving his unknown power chair on the sidewalk when the chair jumped out into the middle of the street. No alleged injury or medical intervention. No alleged malfunction of the product. End user's wife stated that she feels it is her husband¿s driving habits in the chair that have caused the event. She stated that the dealer has slowed down the programming to help. MDR being filed for the injury potential due to the chair jumping into the street.